Manufacturer narrative:
Date sent to the FDA: 11/9/2021 additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2008 during which the surgeon noted the small bowel was very densely adherent to the mesh, including one section of about 3 cm that was so densely adherent that the mesh had to be divided and a portion left adherent to the bowel, while the rest was removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/02/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.